Event description:
The representative reports that after implanting two leads for dbs screening, the leads were capped with the recommended lead-cap. For one lead, placement of fixation cap resulted in torsion of the lead's connector, which fractured the lead during implant. The physician intra-operatively replaced the device during the case with no patient complication reported. The facility in will not return the product to the manufacturer for analysis because the unit was discarded.